Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report of potential claim received from kennedys regarding left side pinnacle mom hip implants. No confirmation of revision received and no reason for potential revision provided. See (B)(4) for right side details. Update: 18 oct 2017: additional information received. It was reported that there was an increased of chromium levels. This complaint was updated on nov 17, 2017.

Manufacturer narrative:
Additional narrative: report of potential claim received from kennedys regarding left side pinnacle mom hip implants. No confirmation of revision received and no reason for potential revision provided. See com (B)(4) for right side details. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.